Manufacturer narrative:
Investigation is ongoing.

Event description:
G5 stopped ventilating twice while on a patient. No harm to patient. Brief interruption and returned to venting on it's own. Biomed reports that the ventilation stopped but the ventilator remained on. No alarms displayed or were recorded in the log.

Event description:
G5 stopped ventilating twice while on a patient. No harm to patient. Brief interruption and returned to venting on it's own. Biomed reports that the ventilation stopped but the ventilator remained on. No alarms displayed or were recorded in the log.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.